Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-1005 was received for evaluation. Visual inspection identified signs of normal wear and tear, including oxidation of the inner shaft, impact marks on the knob, and fading laser marks. It was noted that the jaw of the device was missing, and that the distal end of the shaft that attaches to the two halves of the jaw was broken. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 5/5/2022, it was reported by a facility representative via sesm that an ar-1005 staple driver broke. This was discovered during a procedure on (B)(6) 2022. Additional information requested.